Manufacturer narrative:
The affected device was not returned for investigation and the root cause for the event, therefore, not be determined. Based on statistical eval, there is no indication for any systematic product related issue.

Event description:
A 2.0 variax drill bit broke, doctor decided to leave in pt's wrist when having trouble taking it out.